Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual analysis of the returned device identified: the device has a broken shell, creases, and missing shell. A weight test of the device was verified and the device is underweight. A microscopic analysis was performed which identified: broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device remains implanted.